Event description:
It was reported via repair work order that the jack was stuck elevated due to damaged descent assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.